Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number visual inspection: one crosser recanalization catheter and an unknown guidewire was returned for evaluation. The distal tip of the crosser catheter was returned detached. Approximately 0.5mm of the core wire was still attached to the distal tip. Multiple kinks were noted along the length of the unknown guidewire. Functional/performance evaluation: no functional testing was performed. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for a tip detachment. Per the reported event details, the catheter was activated for 10 minutes before the distal tip detached and remained on the guidewire. The crosser catheter IFU (instructions for use) states "do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator." Additionally, the IFU states "advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge." Having the guidewire fully advanced through the distal tip of the crosser catheter during activation and activating the catheter for longer than 10 minutes could cause the tip to detach. Therefore, the root cause is most likely user related. Labeling review: the current crosser recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately 10 minutes of activation in the distal pta via right femoral artery with an ipsilateral approach, the tip of the recanalization catheter allegedly detached and remained on the guide wire. It was further reported that a pedal access was gained. Allegedly, the guide wire was advanced to the pedal access site and a micro catheter was used to capture and remove the detached tip. There was no known impact or consequence to the patient.